Event description:
Narrative: case received from a health professional and (B)(6) through (B)(6) on (B)(6) 2014 and forwarded to (B)(6) on the same day. A health professional reports: a female pt of unspecified age underwent colon insufflation ((B)(4), lot #50736677) on (B)(6) 2014. At the end of the examination, when the insufflation was finished, the balloon of the administration set exploded in the pt's rectum. She felt severe pain during the explosion of the balloon. Subsequently an examination was performed and no lesion was detected. The pt recovered on the same day ((B)(6) 2014). The cause of the event was unk and will be investigated. The system is not in use any more. No other products were used with the protocol set. Outcome: recovered/resolved. Further info has been requested. (B)(4).